Event description:
It was reported that a recently implanted patient developed an infection at the battery site. Symptoms such as minor drainage and redness were noted during post operation visit. The patient was administered antibiotics. No further information has been obtained.